Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the FDA supplied MDR (mw5066096), "patient has an on-x valve in the aortic position. Has kept inr as appropriate for the device. Today, experienced l mca cva [middle cerebral artery cerebrovascular attack] and is now s/p embolectomy. We await records from ccf." Additional information is pending.

Manufacturer narrative:
Outcomes attributed to adverse events and date of event updated. Multiple attempts to obtain additional information were made without success. The following was requested from the physician via email on 01/18/2017 and 01/26/2017: serial number and associated product code, pertinent patient comorbidities, historic record of inr preceding and at time of event, intervention/medical/op notes if available, if there was a proposed etiology or contributing factor, and current patient status. A phone message was left on 02/02/2017 with the nurse for a return phone call. Per the nurse, as no patient specific information was provided in the MDR, records could not be searched. A response was never received. If additional information becomes available, it will be evaluated and the complaint will be re-opened. The manufacturing records for the on-x aortic valve were not reviewed as a definitive product code was unavailable. Without a definitive product code, the system cannot be queried for potential serial numbers shipped to the hospital. The reporting cardiologist indicated "patient has an on-x valve in the aortic position. Has kept inr as appropriate for the device. Today, experienced l mca cva and is now sip embolectomy.¿ the implant date was reported to be (B)(6) 2015, presumably at cleveland clinic ("ccf"), however, the implant registration database does not list an on-x aortic case at the cleveland clinic on that date. As the valve serial number and the specific model were not provided, the implant cannot be verified. Though stated that the inr was "appropriate for the device," an actual inr record was not provided so definitive anticoagulation compliance cannot be verified. In any case, thromboembolism (te) and stroke are recognized potential adverse events for the on-x heart valve, as they are with any mechanical heart valve prosthesis, and are listed in the instructions for use (IFU). Objective performance criteria for rigid (i.e. Mechanical) heart valves indicate a historical rate of occurrence of 3.0% per valve year for thromboembolisms [iso 5849:2005]. Although the inr record is not available for this case, the (B)(6) study indicated that the on-x valve could be maintained at a lower inr without increasing the incidence of te [yanagawa 2015]. There are too many unknowns to establish what, if any, relationship the on-x valve has to this event. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the FDA supplied MDR (mw5066096), an on-x aortic valve (unknown configuration and serial number) implanted on (B)(6) 2015 at (B)(6) clinic, date of event (B)(6) 2016, ¿pt has an on-x valve in the aortic position. Has kept inr as appropriate for the device. Today, experienced l mca cva [left middle cerebral artery cerebrovascular attack] and is now s/p embolectomy. We await records from ccf.¿ multiple attempts to obtain additional information were made without success.